Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was able to confirm the upper case around the menu knob was broken. Analysis also noted that both output connectors were broken, the hanger was broken, the encoder was corroded, one knob was missing, the lower case was contaminated with blood along the main seal, and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for service. There was no patient involvement.